Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used ((B)(6) 2018). The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure on an unknown date. According to the complainant, the biopsy cap came open during a case and sprayed the doctor. The procedure was completed with a competitor's device. There was no serious injury no adverse patient effects reported as a result of this event. There were no patient complications reported at the conclusion of the procedure.